Event description:
Reportedly, the day of a scheduled follow-up to prepare a lead revision (non sorin lead), the subject ICD was interrogated and battery status was normal. Two days later, at the revision time, the battery status showed end of service and device has been replaced. The subject ICD will be returned for analysis.

Event description:
Reportedly, the day of a scheduled follow-up to prepare a lead revision (non sorin lead), the subject ICD was interrogated and battery status was normal. Two days later, at the revision time, the battery status showed end of service and device has been replaced. The subject ICD will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics of the returned unit are within specifications.

Event description:
Reportedly, the day of a scheduled follow-up to prepare a lead revision (non sorin lead), the subject ICD was interrogated and battery status was normal. Two days later, at the revision time, the battery status showed end of service and device has been replaced. The subject ICD will be returned for analysis.

Event description:
Reportedly, the day of a scheduled follow-up to prepare a lead revision (non sorin lead), the subject ICD was interrogated and battery status was normal. Two days later, at the revision time, the battery status showed end of service and device has been replaced. The subject ICD will be returned for analysis.